Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump using the usb cable. There was no impact to the customers blood glucose level. The customer tried a different usb cable and the issue was resolved.